Event description:
It was reported that patient underwent a shoulder procedure utilizing a juggerknot implant device on (B)(6), 2011. Report indicates that suture of the juggerknot device snapped and the implant was retained by patient.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation.device not returned for evaluation. Device not returned for evaluation.